Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead; product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient normally charge on sunday so they went to turn stimulation off "but I couldn't get it to turn off and its been running ever since". Pt says that they have stimulation where they don't feel it, but "all the sudden I started feeling it" and said this happened on sunday. Pt asked what the eri screen meant in their "about" menu. It was reviewed this is just displaying when their eri date will be. Pt says they talked with rep judy (doesn't know last name) yesterday and they have an appointment with them thursday for this issue. Pt says normally they wouldn't feel stimulation but right now they feel it in their "legs and my back and I feel it when I am standing". If they turn stimulation on they still feel the same feeling, whether its on or off. Had pt check and it shows that stimulation is off. They said they haven't had any falls or trauma. Since it shows that stimulation is off yet they feel stimulation, I redirected to hcp, and they will be seeing rep on thursday. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt mentioned they have had 3 back surgeries and had fusion in their back in the past. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) was with a patient who reported on sunday, charging his ins and received a strong stim sensation. Patient thought he turned off, but the ins didn't seem to turn off. Per rep, usage diary stim was on all day sunday, but turned off on monday. Per patient, has had not used since this event. Currently the patient does not feel stim on dtm programming until 10 ma, previouslyprogrammed to 4 ma. It appears something changed as patient need more ma to feel stimulation. One program need 16ma - previous programming patient max was 4ma and some programs were around 1-2ma in the dtm group. I had caller palpate the ins when patient was feeling stim and patient did not observe any changes. Asked if x-ray could be performed for a suspected lead migration. Caller to program group c w/ low dose stim for now. Patient reported they did not know what caused it to do that. The stimulator was reprogrammed, started from beginning. Patient reported doing good now and they think that the leads have moved.

Event description:
Additional information was received from the patient. Pt said the rep(B)(6) reprogrammed it/went on a different channel and it got resolved. Stimulation ran for 2 days by itself and finally went off. It was doing great until saturday morning. This is the second time. Stimulation came on by itself on saturday morning sometime during the night and has been on ever since. Pt turned off stimulation on the controller 10 times already but could still feel it. Stimulation was set up to be on silent but pt can feel it in their back and legs. On the call had pt use the controller and pt confirmed they used it correctly and stimulation was off. Pt had no falls/no trauma. Pt said they lay on the couch most of the time and does not do anything hard, does not pick up etc because their back hurts pretty much most of the time. The only thing pt did a couple of weeks ago was to put a new water line to icemaker and pt also picked up a couple of pieces of small firewood. Reviewed once stim is off, there is no current and we are not able to explain why pt feels stim. Pt feels stimulation where the unit is, from there and it runs down the legs and round the lower back. Pt said ins does what it wants, sometimes stim gets strong. Pt also mentioned they could feel the unit and when pt lays down they cannot sleep on the right side because pt will be on top of it and it will hurt, so pt sleeps on the left side. Pt was redirected to hcp. Pt said hcp was 116 miles both direction and the gas costed over $ 6 a gallon and pt is not supposed to drive long distance. Instructed pt to call hcp and sent an fyi message to the field. Pt also mentioned this was their 3rd ins and they work great when they work. Pt also asked who to call on the weekends. Reviewed. Pt mentioned they called ER yesterday. Pt mentioned they have a biotronik pacemaker too and cannot do mris.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported x-ray was performed to confirm the lead moved, and no further actions were taken to address the lead migration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) ,implanted: (B)(6) 2022,explanted: product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2022, explanted: product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported hcp took x-rays and everything was in place. It was believed settings were too high. Settings was turned down. Issue seems to be resolved so far.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead; product ID: 977a260, serial# (B)(6), product type: lead. Correction: g3 of previous supplemental should have been marked as 2022-05-23. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the lead migration was being confirmed via an x-ray but their doctor had not gotten back to them yet. The cause of the lead migration was unknown. Steps taken was the patient was reprogrammed. It was indicated that the issue was resolved.